Event description:
The customer reported that the ac power module failed to charge the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the ac power module failed to charge the battery. There was no report of pt involvement. The customer ordered a new one. As of 08/24/2011, there have been no further calls from this customer site regarding this issue. We will consider replacing the ac power module resolved the issue.